Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine ICD follow-up, the short episodes of oversensing were seen. The physician suspects a lead fracture, however there is an absence of filters for myopotentials for ICD settings. No action has been taken at this time. .

Event description:
Additional information received reveals that the patient was registered for merlin.net and will be monitored.